Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, one of his patients could not "use" the lens. The lens was exchanged for a different manufacturer's lens. The patient was reported as better following the iol exchange; however, he still could not read well due to the limited accommodation of the replacement lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/07/2009, 08/10/2009 and 08/11/2009 by phone, mail and fax. A completed questionnaire has not been received.